Manufacturer narrative:
The actual pads were discarded by the hospital. When the quality engineer completes his investigation, a supplemental report will be filed. We acknowledge, we are filing this report outside the 30 day requirement. Due to the inability to gather additional information of the event, we are considering this event reportable based on the current information.

Event description:
It was reported by a (B) (4) distributor that, "during the use of esu, ground pad alarming started to sound."